Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was a low amplitude for the patients rhythm as well as undersensing for it. Additionally, therapy delivery had been turned off. Ts discussed troubleshooting and programming options. X-ray imaging was performed and the system passed all sensing vectors when it reprogrammed in the clinic. This device remains in service. No adverse patient effects were reported.